Event description:
Reportedly, the vault support fell. A re-operation was performed in 2004. The pt was brought back to the or for a sacralcolpopexy procedure. Original procedure date: 2003. Original procedure: vault suspension/rectocele repair/cystocele repair.